Manufacturer narrative:
(B)(4)

Event description:
The physician was attempting to use an endeavor sprint device to treat a lesion in the obtuse marginal with moderate calcification, 80% stenosis and severe tortuosity. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Nothing unusual was noted during device preparation and inspection before use. The lesion was pre-dilated twice with a balloon at 8 atm, with the pre-expansion lasting for 10 seconds, 60% stenosis remained after pre-dilation. The endeavor sprint stent was delivered and deployed at the lesion site. The device had remained on neutral pressure during delivery of the device. The stent was post-dilated. The stent was fully apposed to the vessel wall following post-dilation. It was reported that after stent placement the physician considered that the stent did not have the desired effect of opening the lesion and decided to attempt to remove the stent from the patient using the catheter. The stent was reported to have 'dislodged' during the removal process. The physician attempted to remove the stent using a 1.5 x 15 mm balloon however this attempt was unsuccessful. It was reported that it was necessary to cut the radial artery in the attempt to remove the stent and it was decided to leave the stent in the patient. The physician dilated the lesion and ended up deploying the stent at the radial artery using a 1.5 x 15mm balloon. Another stent and balloon were used to treat the lesion. Patient is reported to be well and no further patient complications were reported. Procedure image review: the images show the target lesion in the obtuse marginal vessel with a high level of stenosis and calcification present. The images also show a high level of tortuosity in the vessel. The images show what appears to be the endeavor sprint device positioned at the target lesion in the wired vessel. The images also show a partially inflated device protruding partially out of the guide catheter. This appears to be a possible attempt to remove the deployed stent from the patient. It is not possible to determine from the images if this was when the reported dislodgement from the balloon occurred. The remaining images show another device positioned at the target lesion and the vessel after treatment with improved flow through the lesion. There are no images of the reported dislodgement or the dislodged stent.